Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black screen. The customer reported that they received a battery out limit alarm. The customer's blood glucose was 205 mg/dl at the time of incident. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer stated that they found a failed self test alarm in the alarm history. The customer stated that the bolus was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with high currents due to a corroded battery tube. The pump gave a rf pic failed alarm due to a problem isolated to the radio frequency board. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip, no unexpected battery out limit alarm was noted.